Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2209404 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the end of a 6/7f mynx control was split and did not go into the unknown sheath. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the end of a 6/7f mynx control was split and did not go into the unknown sheath. There was no reported patient injury. The product was returned for analysis. A non-sterile mynx control vascular closure device 6/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock closed. The sealant remained in the manufacturing position, exposed to blood. No damage to sealant sleeve or atraumatic tip were observed. The syringe and procedure sheath were not returned with the device; therefore, compatibility of the sheath used with the returned device cannot be verified per the mynx control instructions for use (IFU). Per microscopic analysis, visual inspection at high magnification showed no fray or split in the atraumatic tip of the returned device. The presence of core wire was verified to be present in the atraumatic wire, which is a normal finding for this device. A product history record (phr) review of lot f2209404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿atraumatic tip frayed/ split / torn¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural and handling factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.